Event description:
It was reported that during a full supply change the infusion set was pulled off the ilet user's infusion site, requiring replacement of the infusion set, after which the supply change was completed, and insulin delivery was resumed. "There" were no reported symptoms or adverse clinical effects. Outcomes included no reported impact beyond the need to replace the infusion set. Investigation included troubleshooting and user education over the phone. Investigation of this case revealed an infusion set handling and deployment issue with the infusion set during the change process, consistent with incorrect application of a teflon infusion set from the specified lot. It was concluded, based on previously established findings for similar reports, that the cause was user technique during infusion set deployment.